Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked from an unspecified location. This was noticed after use of peritoneal dialysis therapy. The patient was given antibiotics as prophylaxis treatment and the patient¿s transfer set was replaced. There was no patient injury associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.